Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative regarding a patient who was receiving an unknown drug at an unknown concentration and dosage via an implantable pump for non-malignant pain and failed back surgery syndrome. On (B)(6) 2017, it was reported that the patient's pump was empty. The patient reportedly had missed a refill because they were dismissed by their managing physician for obtaining medication from more than one doctor. No symptoms were reported. The patient's pump had reportedly been empty for months. No further complications were reported.

Manufacturer narrative:
Updated to reflect the initial reporter information received on (B)(4) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on (B)(4) 2017 from a healthcare provider (hcp) via a manufacturer's representative (rep). It was confirmed that the initial reporter was the prospective healthcare provider. The event date was unknown. It was reported that fentanyl was in the patient's pump. It was also reported that the pump had yet to be filled, but the prospective hcp was considering taking the patient on for that purpose. No further complications were reported.